Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Z-1661-2014 this device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found the device failed an incoming vxi test. Reran the failure ten times and passed. Intermittent operation of the interconnect flex was noted. The device was to be scrapped in-house. (B)(4).